Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a high pitched sound and keypad anomaly. The customer¿s blood glucose was 145 mg/dl at the time of incident. Customer stated that the insulin pump had constant high pitched sound and the act button was unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm or audio/beep anomaly noted during testing. Unit had intermittent buttons response due to flattened act button dome switch. No unlocked lcd keypad connector noted.